Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited an increase in thresholds to 5.5 v, 1.5 ms. Outputs were reprogrammed to 6.0 v, 1.5 ms. The patient would be followed-up.